Event description:
1 of 20. It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) gave a molecular false positive result. Result was not reported out so there was no patient impact. Gram stain: gnr culture: proteus spp. Bcid2 result: enterobacterales/proteus spp. And c. Tropicalis.

Manufacturer narrative:
H.6 investigation summary: catalog: 442020. Batch no.: 2297752. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 20 it was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) gave a molecular false positive result. Result was not reported out so there was no patient impact. Gram stain: gnr culture: proteus spp. Bcid2 result: enterobacterales/proteus spp. And c. Tropicalis.